Event description:
A nurse reported that the equipment did not perform aspiration during a procedure. The procedure was completed with the same equipment there was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).